Manufacturer narrative:
No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced diminished flow down the right femoral artery. An antegrade sheath was placed for distal flow down the right leg. The patient has positive pedal pulses via doppler. The next day, one unit of blood was infusing. Impella flows were good and there were no alarms overnight. Heparin was on hold as last partial thromboplastin time was 110. The patient was successfully weaned.